Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray tube current was out of range, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cardiac chamber procedure. The procedure was completed as fluoroscopy and cine functions became available in the next attempt with slight delay. The philips field service engineer (fse) inspected the system onsite and was unable to replicate the issue. A review of the system logfiles it was found that the tube current was out of range, leading to reduced image quality due to incorrect mains resistance. Upon troubleshooting actions, fse identified the mains resistance value had been incorrectly configured. To rectify the issue, the fse reconfigured the resistance value, performed tuba adaptation and calibration. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. The procedure was completed as fluoroscopy and cine functions became available in the next attempt with minimal delay. Which doesn¿t impact the procedure. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.